Manufacturer narrative:
Complaint could not be confirmed due to lack of sufficient information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. No medical records were provided. Device history record review could not be performed due to lack of part and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown femoral component. Unknown tibial component. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient underwent a polyethylene insert exchange approximately 23 months post-implantation due to anterior knee pain. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2 the following section was corrected: b5, h6. Upon review of the provided information, it was erroneously reported that the patient had been revised due to pain. However, this is not true, and the reason for the patient's revision remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised 23 months post implantation of an initial total knee arthroplasty due to unknown reasons. Attempts have been made and no additional information is available.